Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. The lead trend indicates there has been some variation in the impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted 2002 (B)(6). (B)(4).